Event description:
Reporter alleged obtaining discrepant blood glucose results of 527 mg/dl and 128 mg/dl on a pt using an inform system compared back to back within 10 minutes. No actions were reported taken or treatment received on any of the pts. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she will not be able to send back the strips, and so, no product will be returned for eval.